Manufacturer narrative:
Model number/catalog number 72400098 serial number (B)(6). Batch/lot number 1000148651 gtin 878953000688 description control pump fgs expiration date 08/14/2023 h4 manufacturer date 08/15/2018 d4 model number/catalog number 72400024 serial number (B)(6) batch/lot number 1000141707 gtin 878953000626 model/catalog description balloon fgs 61-70 cm expiration date 07/29/2023 h4 manufacturer date 07/30/2018 updates d10, h3, h6, h10 h3 device evaluation the ams 800 occlusive cuff was visually inspected and functionally tested. No leak was found. It performed within specifications. Inspection of the remainder of the device revealed no other damage or irregularities. The ams 800 balloon was visually inspected and functionally tested. No leak was found. The balloon failed pressure test at 72.8 cm h20. The device did not perform within product specifications. The ams 800 control pump was visually inspected and functionally tested. No leak was found. The device did not perform within product specifications. Inspection of the remainder of the device revealed no other damage or irregularities.

Event description:
It was reported that the patient was submitted to surgical procedure of artificial sphincter implant on (B)(6) 2019 has now submitted on (B)(6) 2019 to an unsuccessful attempt at activation. Ultrasound was performed, showing that the reservoir was full of fluid, but it was not possible, even with numerous attempts and different maneuvers to activate the device. The sphincter was withdrawn for posterior implantation of the new mechanism. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Model number/catalog number: 72400098. (B)(4). Batch/lot number 1000148651. Description control pump fgs. Expiration date: 08/14/2023. Manufacturer date: 08/15/2018. Model number/catalog number: 72400024. (B)(4). Batch/lot number 1000141707. Model/catalog description balloon fgs 61-70 cm. Expiration date: 07/29/2023. Manufacturer date: 07/30/2018.

Event description:
It was reported that the patient was submitted to surgical procedure of artificial sphincter implant on (B)(6) 2019 has now submitted on 25apr2019 to an unsuccessful attempt at activation. Ultrasound was performed, showing that the reservoir was full of fluid, but it was not possible, even with numerous attempts and different maneuvers to activate the device. The sphincter was withdrawn for posterior implantation of the new mechanism. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.